Manufacturer narrative:
The subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time.investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device was reported to fail upon initial clinical use, the tip of the fiber fell off into the patient and they were able to retrieve. The intended procedure was completed. There was no patient harm or injury reported due to the event. No user injury was reported. According to the reporter, the user only fired the fiber for about 5 seconds before fiber broke. The settings were in lithotripsy mode, settings are unknown. Inspection of fiber and the package noted no damage.

Event description:
Updates on event reported" when the doctor went to put the fiber into the seal, it instantly broke before he got it inserted. The doctor noticed and changed out immediately. The procedure at the time of event is a ureteroscopy procedure. The intended procedure was completed with similar device, the lot number was not provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on response and updates from customer representative. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. This device was received in a sealed tyvek pouch and inspected by olympus. The main fiber body did not have visual signs of defect. The proximal handle was intact with the proximal cap on. The fiber jacket at the distal end was slightly charred from use and the distal tip appeared to have broken off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause for this failure is misuse. Olympus will continue to monitor field performance for this device.